Event description:
It was reported that the patient fell and subsequently felt stimulation at the ipg site. The device was replaced. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed that the ipg was functionally ok. The lead did not fail, but was out of specification. It was suspected that it was cut through during explant.